Event description:
It was reported that hematoma occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman trusteer access system (was) was inserted, and a watchman closure device was implanted. A non-boston scientific (bsc) vascular closure device was used to close the venous groin access. Later in the evening of the same day of the index procedure, the patient developed a large hematoma which required an interventional radiology procedure to re-close the groin. The patient was then discharged. In the physician's opinion, it was suspected the non-bsc vascular closure device did not hold, which contributed to the event.